Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery or occlusion alarm and low battery alarm due to no button response. No button error alarm during testing. However, keypad flattened button dome switch was found on esc, act. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were hard to press. The customer stated that insulin pump had no delivery alerts, had to change battery more frequently and lost setting during battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.